Manufacturer narrative:
Thirteen devices were returned and evaluated. The evaluation results is as follows: 13 devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that v-go devices are falling off after application. It was reported this is not the first time this issue has occurred. The patient was unable to recall specific dates, but the last time this occurred was (B)(6) 2021. The patient also stated they move excessively during work. The patient says normally, the v-go devices fall off after 5-8 hours of application. The patient wears the v-go on their abdomen and preps area correctly before applying each device. The patient did not apply another v-go immediately however they did state they are going to apply another v-go device at 8 pm.